Event description:
It was reported to philips that the right paddle/ plate handle slightly damaged. There was no patient involvement. The customer worked with the technical support representative. The customer confirms the right paddle handle is damaged. Upon conclusion of the evaluation, it was determined that the paddles should be replaced. A quote was sent to customer for paddle replacement. The device remains at the customer site.